Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of sensing was noted on the atrial lead. Pacing impedance measurements were normal, however, the threshold test was not performed as the patient experienced discomfort. The device was reprogrammed and the patient was in stable condition.